Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor, blower assembly and system board were replaced to address the issue. The device had evidence of contamination.